Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a synergy drug-eluting stent, it was swiped across the stent protector with a piece of gauze causing the stent to be pulled off from the stent delivery system. The procedure was completed with a new synergy drug-eluting stent. No patient complications were reported.